Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was unstable thresholds, episodes of noise, unstable impedance and possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable, and analysis of the device memory indicated atrial pacing capture threshold was intermittent. Atrial capture management trend data shows measured threshold varied from 0.625v to 2.5v throughout the record. Weekly atrial lead impedance trend variable throughout the record including numerous weeks with maximum bipolar and unipolar impedance measurements greater than 1500 ohms.